Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? Was the needle removed from the patient during the same procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle after finishing sewing a few stitches. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/06/2020. A manufacturing record evaluation was performed for the finished device batch pch813 and no non-conformances were identified. Additional information was requested and the following was obtained: what is the procedure date? Refer to complaint information. Was the needle removed from the patient during the same procedure? Yes. Device return status/follow up? The sample has been sent.

Manufacturer narrative:
Date sent to the FDA: 07/22/2020. Additional h-3 summary: it was reported performance pull off - suture needle it was received for analysis an opened sample of product. During the visual inspection of the sample, the swage and attachment area of detached needle were noted to be as expected. The barrel hole was examined and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.